Event description:
The report from the field indicated that this patient experienced tongue and lip swelling after two separate pci procedures in which cypher stents were implanted. In 2005, this unidentified patient underwent implantation of a 3.5 x 23mm cypher select stent in the circumflex artery (lcx) and a 3.0 x 13mm cypher select stent in the left anterior descending artery (lad). After implantation, the patient exhibited a swollen tongue and lower lip. The patient had never experienced these symptoms before. Three months later, the patient again underwent a pci procedures. A 2.75 x 18mm cypher select stent was implanted in the right coronary artery (rca) and a 3.5 x 8mm cypher select stent was implanted into the left anterior descending (lad). Post procedure, the patient again experienced symptoms five more times. The patient's eosinophils and c1 esterase inhibitors were normal. The patient's post-stent medications were discontinued with the exception of aspirin. Whether or not this patient received any actually treatment for this condition is unclear. Attempts to obtain additional information regarding this patient's history and treatment have been unsuccessful; however, it was reported that the patient was felt to have quinke's syndrome (angioneurotic edema). After review with the cordis medical director, it is felt that angioneurotic edema in a sensitized patient can be potentially life threatening; therefore, in the interest of conservative reporting, this event is being submitted as a serious injury for MDR.

Manufacturer narrative:
In summary, this patient underwent two separate pci procedures, three months apart. During these procedures, the patient received a total of four cypher select sirolimus-eluting stents implanted in three separate arteries. The medications and contrast media used before, during and after each of these procedures are unknown. Additional patient, lesion, procedural, and pharmacological details have been requested but are not forthcoming. After each episode of stent implantation, the patient experienced hypersensitivity- type symptoms, specifically swelling of the tongue and lower lip. The patient was suspected to be exhibiting quincke's syndrome (angioneurotic edema); however, lab results revealed normal eosinophils and c1 esterase inhibitor levels. Treatment of these symptoms is not clear, although the report stated that the patient's post-procedural medications were discontinued, with the exception of aspirin. The resolution of the patient's symptoms and the current status of the patient's condition are both unknown. The patient's experience following the initial pci procedure may have indicated sensitivity to one or a combination of the components within the cypher select sirolimus-eluting stent. The cypher select instructions for use (IFU) states that the device should not be used in patients with a known hypersensitivity to sirolimus or 316l stainless steel, polymethacrylates or polyolefin copolymers. The product is not available for analysis. Additionally, the sterile lot number is not known. No further analysis can be performed for complaints reported without a lot number and for which the associated products will not be returned. In conclusion, based on the limited information available, the exact cause of the symptom experienced by the patient cannot be conclusively determined. Additionally, a relationship between the cypher select stent and the reported events cannot be clearly established. There are potential patient, procedural, and pharmacological factors that may have contributed to the reported events.